Manufacturer narrative:
Additional information: as a result of the inaccurate delivery, physician had to disassemble the handle of the delivery system and manually deploy the remainder of the stent. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during treatment of a calcified lesion in the mid and distal segments of the left superficial femoral artery and popliteal artery, the everflex entrust 6x150x120 stent was placed in the incorrect anatomy, the stent unintentionally deployed outside of the target site. The stent deployed more more proximally than intended. The procedure was subsequently aborted. The sheath used was a non medtronic 6/7 french, and the guidewire was a non medtronic 0.014. The vessel was pre-dilated with a turbohawk plus lx atherectomy device and a 6x200 in. Pact admiral drug coated balloon, and post-dilated with an ab35w060150135 device. There was no resistance encountered during device advancement, and no abnormalities were noted in the anatomy or packaging. The instructions for use were followed without issue. The device was safely removed from the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.